Event description:
Boston scientific received information that following an atrial fibrillation ablation procedure, the device was inadvertently left programmed to a value other than monitor plus therapy. The patient implanted with this device was called to return to the clinic, and the device was then programmed appropriately. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.